Event description:
The lay user pt contacted lfiescan (lfs) in 2006 alleging that the test strips fell out of range with the control solution. A med affairs specialist (mas) mailed a letter to th ept since th euser could not be reached by telephone for further clarification. The pt took oral medication after attempting to use the meter. A med professional treated the pt with insulin. The pt received a 168 mg/dl using the control soluction and claims that she uses the control solution every mont. The test strips were in good condition date. A qc test was done. The test strips failed twice using the control solution. The meter was coded properly. Customer care agent (qca) sent the pt a replacement meter. No further clinical info ws provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, symptoms, reading at the physician's office and the diagnosis. The complaint is being reported since the pt was treated with sinsulin by a med professional and the test strips failed twice using the control solution.